Event description:
It was reported that during injection of the amvisc plus into the pt's eye, the cannula detached from the luer lock on the syringe. There was no report of injury to the pt. A backup amvisc plus was used to complete the procedure.

Manufacturer narrative:
The device has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.